Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm on the stopper, defective stopper molding and defective glass forming with the incident lot was observed. Additionally, evaluation of the customer samples was performed and fm on the stopper, defective stopper molding and defective glass forming was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that damage / defects / foreign matter were found before use with bd vacutainer® sodium heparin¿ (nh) blood collection tubes. The following information was provided by the initial reporter, "we have discovered a batch of heparin tubes that had a number of manufacturing defects. Date of awareness: (B)(6) 2020 defects: cracked glass cane (one tube); stopper deformation (one tube); stopper deformation with embedded foreign matter (one tube)". 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage / defects / foreign matter were found before use with bd vacutainer® sodium heparin (nh) blood collection tubes. The following information was provided by the initial reporter, "we have discovered a batch of heparin tubes that had a number of manufacturing defects. Date of awareness: 28 april 2020. Defects: cracked glass cane (one tube). Stopper deformation (one tube). Stopper deformation with embedded foreign matter (one tube)." 4 occurrences were reported.